Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The 6mm monopolar cautery instrument was analyzed and the reported failure was confirmed. The instrument was found to have tube adapter broken at the distal end. The broken piece was approximately 0.087" x 0.155" in size and was not returned along with the instrument. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during central processing, the monopolar cautery instrument was found with a broken tip where the tip is attached. There was no report of patient involvement.